Manufacturer narrative:
Follow-up # 1 ¿ (05/15/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s daughter contacted lifescan (lfs) (B)(4) alleging her mother¿s one touch verio iq meter was displaying an ¿error 4¿ message. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on 03/05/2014. The reporter stated that the alleged issue started in ¿(B)(6) 2013¿. The patient manages her diabetes with oral medication (glycogen), diet, and exercise and continued with her usual dose of medication in response to the alleged issue. The patient denied developing any symptoms and did not receive any medical treatment. At the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter. The cca noted that the blood sample completely drew into the test strip. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.